Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that during pt the patients knee popped. Poly exchanged.

Manufacturer narrative:
An event regarding popping of the knee during physical therapy involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. There have been no reported discrepancies for the referenced lot. There have been no other similar reported events for the lot referenced. The exact cause of reported event could not be determined. It is reported that the patient was in physical therapy and felt and heard a popping noise coming from the knee. The doctor changed the poly and washed the knee out. There was no damage to the insert itself. Further information is needed . No further investigation for this event is possible at this time.

Event description:
It was reported that during pt the patients knee popped. Poly exchanged.